Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that the none of the buttons were responding at all. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump had the motor arm cannot communicate with the main arm and power loss alarm. Customer was able to successfully clear the alarm. The customer perform a self test and able to passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, replace battery now alarm, or the motor arm cannot communicate with the main arm alarms noted during testing however, the downloaded history files confirmed the motor arm cannot communicate with the main arm alarm due to a software error. No unexpected blank display or powering off noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection a by the FDA, to categorize the type of event solely for the purpose of reporting pursuant tao part 803. Medtronic a to the use of these words and others like it because aof the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.